Event description:
Pt reports that with her recent dme shipment her silvasorb looked as though it had been opened or used already. The disc had yellow spots all over it. She contacted her nurse who had not heard of that before. Provided lot 02-55277 and exp 09/2020 for both discs. Sent replacements and notified team. No other info available. "Does the pt still have the product on hand in case the MFR would request it to be returned for investigation: pt had at time of call." The product issue did not cause any adverse events. No other info. Dose or amount: 1 disc, frequency: as directed, route: topical. Dates of use: from (B)(6) 2015 to present. Diagnosis or reason for use: pah.